Manufacturer narrative:
Reason for reoperation due to implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture." Device remains implanted.